Event description:
It was reported when using the bd ultra-fine¿ nano¿ pen needle the device was unable to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: "the drug solution didn't come out."

Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd ultra-fine¿ nano¿ pen needle the device was unable to deliver insulin/medication. The following information was provided by the initial reporter. The customer stated: "the drug solution didn't come out."